Event description:
Customer complaint alleges that during functional testing prior to patient use there was a leak detected in the device. No patient involvement was reported.

Manufacturer narrative:
(B)(4). One (1) single limb 1418 breath circuit , anesthesia , adult , expiratory 0.5-1.8m w/ex was returned for investigation. A visual inspection was performed to examine the sample for any signs of abuse/misuse/damage. None were noted. The one (1) single limb 1418 smooth-flo corr-a-tube,6'ex was setup for a leak test on a lab leak tester. The ventilator tubing sets were tested at 60 +/- 3 cm h2o of pressure with incoming equipment pressure set a 30 psi. The acceptable leak value is = 30 ml/min. The actual ml/min pressure recorded at test was 30ml/min. The single limb 1418 smooth-flo corr-a-tube,6' does leak, but within the established iso acceptable parameters. The complaint sample was tested against iso standard 5367 annex e which states at 60 +/- 3 cm h2o of pressure with incoming equipment pressure set a 30 psi the acceptable leak value is = 30 ml/min. The sample was well within the iso specified leakage value.

Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation by the manufacturer at the time of this report. The device history record (DHR) of batch number reported has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. DHR shows that the product was assembled and inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided. To perform a proper investigation and determine the source of the alleged defect reported, it is necessary to evaluate the sample involved in this complaint. If the sample becomes available this report will be updated with the evaluation results.

Event description:
Customer complaint alleges that during functional testing prior to patient use there was a leak detected in the device. No patient involvement was reported.